Event description:
A few minutes after the nurse started the trauma patient's intravenous (IV) vancomycin, the nurse noted that area to be a bit puffy and vein seemed to be hard. (IV location: right, anterior cephalic, forearm). The IV nurse was called and attempted to restart the IV but did not get blood back after threading catheter off needle. Nurse was taking catheter out when she/he heard a snap and noted that the angiocath had 1/3 of its tip missing. There was no resistance during removal of the catheter. A physician was called to evaluate the patient. The physician noted that 7 mm of soft IV catheter was broke off in the right wrist subcutaneous (sq) tissue. IV nurse believed the catheter was not in the vein. The physician examined the broken IV catheter and believed it to be "quite soft compared to a normal one." The physician ordered a ultrasound of the right upper extremity and vein mapping to see if the plastic tip could be located. The physician was unable to palpate catheter in sq tissue. The ultrasound findings reported that "a foreign body is not definitely identified."